Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a metallic medication bag found on the opening back panel was the source of the malfunction. This bag had been swept up out of matrix drawer 6 and was touched with the electronics of half-height drawer 5. As a result, the latch solenoid overheated until it locked up and there was no power to the drawer. A field service engineer replaced the solenoid, plunger, drawer control board and pmc to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed and emitted a bad smell, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, as the user had to go to another pyxis after the drawer failed. There were no adverse events or injuries reported based on this event.